Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed a leak in port tube seal. Functional testing was performed and a leak from the port tube seal was observed. The reported condition was verified. The cause of the condition was due to the machine during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. It was further specified that parenteral nutrition "started to filter by the sides of the ports (leak)". This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.